Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sensor was not communicating with insulin pump. Customer's blood glucose was unknown. Customer had been disconnected from sensor after hospitalization on (B)(6) 2017. Customer was in the emergency room due to high blood glucose and mild diabetic ketoacidosis. Customer was treated and released. Customer was wearing insulin pump at the time of emergency room visit. Insulin pump received a pump error 65. When sensor was removed, it was found that cannula was bent. It was reported that sensor would be replaced.